Event description:
Per complaint (B)(4), a patient experienced pressure on their mental nerve after placement of their dental implant. Paresthesia, pain, and osteopenia were also reported. The implant was removed approximately two weeks after initial placement. The procedure was not completed within the same visit.